Manufacturer narrative:
Upon receipt, initial laboratory analysis discovered the rs negative setscrew to be stuck in the up position. The laboratory technician was able to loosen the setscrew using a torque watch, with 24 inch ounces of torque applied. The setscrews then moved freely. The device was then put through and passed a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions of the device.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced during a lead revision. The device was near elective replacement indicator (eri) battery status, and the physician wanted to avoid another procedure. There were no allegations against the device.